Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set cannula was kinked which results into the replacement of infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. With how many infusion sets is the caller reporting cannula issues? One 3) caller reported infusion set cannula was kinked. Event date(s): 8/1/2024 [?] When did the customer notice symptoms? [?] 3 or more hours after insertion 8) how long was the infusion set in use? [?] 1 day [?] Where was the site inserted? [?] Thigh [?] Does customer regularly rotate site location? [?] Yes 11) was the site area impacted in any way? [?] Yes. Dresser drawer [?] Did the customer confirm the introducer needle was ahead of the cannula prior to insertion? [?] Yes [?] Did the issue cause the customer[?]s bg to exceed 500 mg/dl (27.7 mmol/l) or the cgm to read [?]high[?]? [?] No [?] How did the customer resolve their issue? [?] Customer replaced infusion set and resumed insulin deliveries successfully 15) which type of infusion set was in use? [?] Autosoft xc, 6mm, 23' (pink) [?] Caller declined tips on preventing cannula issues with autosoft 90/xc infusion sets. 17) lot #: 6001682 [?] Did caller request a replacement(s) infusion set(s)? [?] Yes, cts to send replacement(s). [?] Is the customer experiencing frequent and/or recurring infusion set issues? [?] No, additional assistance not necessary. Resolution [?] Cts to close case please send asxc 6mm, 23' in pink as replacements. I would also like a mobi cartridge replacement. Thank you.